Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate a left hip revision procedure was performed on (B)(6) 2012 due to pain and elevated metal ion levels. Revision operative report also noted serous and clear fluid. It was also noted that there was no evidence of metallosis or component loosening. The acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03456 / 03458).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.